Event description:
This follow-up report is being filed to relay this report is a duplicate of 0002648920-2020-00235.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 0002648920-2020-00235.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2020-00234. Event date: unknown date in (B)(6) 2019. Concomitant therapy date: unknown date in (B)(6) 2019. Concomitant medical devices: articular surface fixed bearing cruciate retaining (cr) left 10 mm height, catalog#: 42512000410, lot#: 63128799. Tibia cemented 5 degree stemmed left size d, catalog#: 42532006701, lot#: 63727672. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, 6 months post operatively, a tendon started catching on her implants and caused swelling. Patient underwent additional physical therapy and the knee locked at a 90-degree angle. Patient underwent manipulation under anesthesia where the surgeon also cut out scar tissue.